Event description:
It was reported that the patient underwent a bowel surgical procedure and anastomosis on (B)(6) 2015 and suture was used. On (B)(6) 2015, the patient experienced anxiety, abdominal pain and deterioration of general condition. On (B)(6) 2015, the patient underwent another surgical procedure. The surgeon opined during the re-operation that the suture loosened and that is where the dehiscence occurred. The procedure was completed with colostomy and drainage. The patient¿s condition is reported as good and stable.

Manufacturer narrative:
(B)(4). Conclusion code 78: representative samples were returned for evaluation. The samples were visually and functionally inspected for packaging integrity, knot pull test and in-vitro pull test and the samples met the specified quality requirements. The remaining tensile strength corresponds to the absorption profile of the suture material. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.